Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the pulse generator was found to have issued a premature elective replacement indicator. Battery levels were found to be normal and the alert was successfully cleared.